Event description:
It was reported that the pump had a red screen and system fault error 41, 786 faulty printed wire assembly board. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection and a review of the event history log was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.